Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier did not grab tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. Failure analysis determined that the primary failure could not be reproduced under conditions related to the customer-reported complaint. For clarification, the instrument is not designed to grasp tissue. Additional observations not reported by the site: the clip applier instrument was found with a bent grip. The damage was located near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip tips. Components adjacent to the severely bent grip did not show any damage. The complaint was not confirmed by a failure analysis. The probable root cause of the customer-reported issue cannot be determined, as the instrument was not designed to grasp tissue. The probable root cause of bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.